Manufacturer narrative:
The specific lot information necessary to evaluate the manufacturing history of the device was not provided. Therefore all DHR's were reviewed and no issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the surgeon. The most likely cause cannot be determined as the product was not returned to the manufacturer for evaluation. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate. Device was not returned.

Event description:
During a bunion procedure on (B)(6) 2016, the product clinical specialist reported that one driver (1405-2104) tip broke while the surgeon was tightening the screw into the plate. It was reported that the tip was retained in the head of the screw, which was implanted in the patient. There was no resulting delay in the surgery, a backup device was available and the overall procedure was successful.